Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple occlusion alerts after a morning supply change, with insulin delivery repeatedly paused until a subsequent supply change from a different box resolved the alerts; the user was using a teflon 23-inch infusion set with reported lot numbers for inset, connectors, and cartridges. Symptoms included elevated blood glucose of 220 mg/dl consistent with interrupted insulin delivery. Outcomes included transient hyperglycemia without hospitalization. Investigation included troubleshooting and education on supply change best practices and a follow-up call to assess glucose trends. Investigation of this case revealed that the occlusions were resolved after replacing infusion supplies, indicating a supply-related occlusion affecting insulin flow through the infusion set pathway. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to supply performance.